Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening in radius side assessed as fold flaw opening. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed. White particles calcification -like in device outer surface.

Event description:
Device has been explanted.